Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "prosthesis is giving out, feels pain, burning, can't wear a bra that tightens, is uncomfortable, feels that there is something different, it seems that the prosthesis is tight, crooked." This is for the left side. Device remains implanted. Patient reported rupture diagnosed by MRI.